Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 4.9, reference: 3.3, mean: 4.1, confidence limits: 2.3-5.7, result: pass. The mean of the inratio meter and comparative system inr were calculated. Passing criteria for testing accuracy is met, and the values are not considered discrepant beyond the documented variability for pt/inr testing. Returned product will be investigated in accordance with complaint when received. Sysmex result for first donor is above 2.0. The minimum of 2 out 3 replicates for this donor are within the acceptable bias variance of +/-1.0. Sysmex result for second donor is below 2.0. The minimum of 2 out 3 replicates for this donor are within the acceptable bias variance of +/-0.5. No further action is required. Internal inspection performed and revealed no apparent indication of contamination or physical damage. Conclusion: confidence limits were derived from mean calculation of comparison test data. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Accuracy test was performed with returned meter and lab test result variances are within ranges of accuracy criteria. Physical inspection did not reveal any damage. As of 04/13/2010, 1 discrepant result complaint was reported for lot #227285 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted; corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.9, lab: 3.3. Dosing change based on the lab result.